Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this patient was hypotensive and "non-responsive." This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from a clinician indicates that the discharge summary notes from the day of initial report indicates the patient was anemic and was transferred to palliative care. No further information is available at this time. To date, boston scientific records indicate this pacemaker remains in service. No additional adverse patient effects were reported.